Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3134520 (mfg. Date 11/2015) shows 300 units were mfgd., tested, inspected, and released.

Event description:
Complaint rec'd regarding two (2) 011-46103-05 safeset transpac IV mtg. Kits; lot# 3134520. The report states, the tubing has come away from the male leur connector just after the safeset syringe on both used sets. These were swapped out for a safeset add on and continued to be used. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3134520 (mfg. Date 11/2015) shows (B)(4) units were mfgd., tested, inspected, and released. Visual analysis: 2/3/2017 - received: two used 011-46103-05 safeset transpac IV mtg. Kits; reported lot# 3134520. One new 011-46103-05 safeset transpac IV mtg. Kits; lot# 3134520. The male luers were confirmed to be disconnected from the pressure tubing. No tubing remains in the tubing pocket. Functional testing: used units were visually examined the pulled out tubing for both units were observed to have a prominent solvent ring all the way around the tube. The new unused unit was pull tested and the bond strength was measured and within product specification. Final analysis summary: the reported complaint of tubing pulled out was confirmed. The root cause of the failure could not be determined as the tubing was observed to have an adequate solvent bond. ICU medical will continue to monitor and trend the reported complaint.

Event description:
Complaint rec'd regarding two (2) 011-46103-05 safeset transpac IV mtg. Kits; lot# 3134520. The report states, the tubing has come away from the male leur connector just after the safeset syringe on both used sets. These were swapped out for a safeset add on and continued to be used. No adverse patient consequences reported.